Event description:
Procedure: gastric bypass. According to the reporter: staples did not form properly. Leak test was performed and it was fine as surgeon had over sewed line. The surgeon resected the tissue that the stapler was clamped down on. Surgery time extension was reported as at least one hour.

Manufacturer narrative:
(B) (4). (B) (4).